Manufacturer narrative:
H3: device evaluation: the lens was returned with moisture in a micro-centrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s.. Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vtich12.1 implantable collamer lens, +3.0/+2.5/070 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was explanted and replaced with a same size, different model lens due to low vault and lens rotation. The problem was resolved. The cause of the event is reported as unknown. The surgeon reports, "lasik between one lens and another."